Event description:
Customer's daughter called to inquire about a replacement insulin pump. Customer's insulin pump has cracks. Caller stated that customer has had heart bypass surgery and her blood glucose level dropped. The insulin pump alarmed motor error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.